Event description:
It was reported that the ipg was in a "difficult position" and that it took too long to charge the device. The pt needed to tip the ipg and charge from the bottom to get a full connection. A repositioning of the ipg was planned.

Manufacturer narrative:
(B) (4).